Event description:
It was reported that the physician believes he may have to adjust the placement of the generator because it is barely palpable. It was reported that the generator is so deep the patient can not get a hold of it to use. Attempts to obtain additional information will be made, but no additional information has been received to date.